Event description:
On june 9, 2023, senseonics was made aware of an adverse event where the user's transmitter is detecting the previous sensor inserted in the same arm as the current sensor.

Manufacturer narrative:
According to complaintrec-40199 (MDR report number 3009862700-2023-00145), the old sensor was successfully removed from the user's arm along with sensor (B)(6) due to linking issues. A new sensor was successfully inserted into the opposite arm. No further investigation was found necessary.